Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Corrective/preventative action (CAPA) has been initiated. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint for stopper damaged on lot # 0342409. A complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 0342409. A review of the device history record was completed for batch # 0342409 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation summary: customer returned (4) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 0342409. Customer states that the stopper is deformed. All returned syringes were examined and one sample exhibited a deformed stopper. Customer returned (4) 3/10cc, 12.7mm, 29g syringes in an open poly bag from lot # 0342409. Customer states that the needle with the shied was separated from the barrel. All returned syringes were tested and one sample was returned with the hub-needle/shield assembly separated from the barrel. See attached photos. No hub separation was observed on any of the remaining samples. Manufacturing (holdrege) will be notified of this issue. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. 28jul2021, (B)(4) received a photo complaint from material #326631 and batch #0342409; syringe 0.3ml 29ga 1/2in. Initial evaluation: examination of the photos indicates that the stopper leading edge was slightly angled to one side in the barrel and not straight across. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. At the lubrication dial, the printed barrel is received to the barrel prep dial where air passes from probes and blows out any fm that may be within the barrel ID downward and out through the tip. Once this is completed, the printed barrel indexes under the single silicone gun where a shot of silicone is sprayed into the printed barrel ID. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0342409 was reviewed. The syringes were assembled from 30jan2021 to 31jan2021. During the manufacturing process, the following inspections are completed on regular intervals: 1. Visual inspection (without aid) every 2 hours: excessive barrel lubricant as evidenced by ¿pooling¿ or formation of droplets 2. Visual inspection every 2 hour: barrel lubricant shall be on the inside surfaces of the syringe only 3. Functional inspection every 4 hours: breakout & sustaining to ensure adequate plunger movement. If a defect is found during an inspection a quality notification is initiated. No quality was written for issues relating to the assembled syringe defect. Root cause: dispatch #114796 was created for ¿dry barrels¿, the silicone barrels contained silicone but were not firing silicone adequately into the barrel. Corrective action: adjusted all 9 silicone guns. Performed breakout and sustaining test on 30 samples to ensure adequate silicone coverage throughout the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. CAPA pr (B)(4) has been opened to address this issue

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in experienced a deformed stopper, and hub separation from the device. The following information was provided by the initial reporter: this is a report about the following two issues of syringe. Damaged stopper: the stopper is deformed. Hub separation: the needle with the shied was separated from the barrel.